Event description:
This procedure was performed in the left sfa: after two inflations at 10 atms the physician was removing the balloon and it came off the shaft markers. The physician then tried to capture the balloon with forceps, however, was unsuccessful. Subsequently, the balloon was tacked up to the vessel wall with a 12x40x120 protege stent. The patient is aware of incident and is reported as doing well.